Event description:
It was reported that during the procedure in the left anterior descending artery, a 2.5x18 xience v stent system was advanced, but could not cross the lesion. The device was removed from the anatomy. A second 2.5x18 xience v stent system was advanced, but could not cross the lesion and the shaft of the delivery system broke. The entire stent system was removed from the patient anatomy without intervention. A 2.5x15 xience v stent system was advanced and the stent was deployed successfully. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 2.5x15 xience v. The stent delivery system (sds) was returned with blood in the guide wire lumen and on the entire length of the sds and contrast in the inflation lumen, consistent with the sds being advanced over a guide wire and into the anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. This is consistent with the balloon not being inflated and the stent not being deployed. The reported shaft separation was confirmed. The hypotube was separated at the distal end of the strain relief tubing. The fracture faces were ovaled shape, suggesting that the hypotube had kinked prior to the separation. The hypotube jacket was separated at the same location and the jacket material was stretched and jagged suggesting force was applied to separate the material. There was a bend in the hypotube 1.2cm proximal to the separation. There was no other damage noted to the sds. There were no kinks or damages noted to the tip or inner member. The entire length of the tip was measured and met the manufacturing criteria. A snap gage was used to measure the stent implant outer diameters and these met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, it is likely that the shaft kinked as a result of pushing against resistance while attempting to cross the lesion, and during removal, the hypotube separated. If the proximal end of the sds is not properly supported during pushing or advancing against resistance, it may cause the shaft to kink. Once the shaft is kinked, and upon straightening, the hypotube material could separate. The additional kinks noted may also be the result of pushing against resistance as there were no kinks noted during the prior to use inspection. The additional kinks may also be the result of preparing/packaging the product for return to abbott vascular. The reported failure to cross, kinks, and shaft separation and appear to be related to case circumstances, and there is no indication to suggest a product quality deficiency. A review of the finished product lot history records did not reveal any nonconforming material records for this lot and there have been no similar incidents reported for this lot.